Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 of a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. The transmitter was removed prior to removing the sensor pod. Labelling indicates: do not remove the transmitter before removing the sensor pod from your body. There was no report of any injury or medical intervention. No additional event or patient information is available.